Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive cable was evaluated and replaced. The sbc cpu was also replaced. The system was tested and found to be working as intended and returned to service.